Event description:
It was reported that on the second morning after the insertion of a bd pegasus safety closed IV catheter system, the nurse found the catheter hub without the catheter in the patient's hair. An x-ray of the patient's entire body and an ultrasound of the patient's forearm was provided, but the broken catheter was not visualized. No further medical or surgical interventions were reported.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).